Manufacturer narrative:
(B)(4).

Event description:
It was reported an error code occurred during aspiration. A thrombectomy procedure was being performed in a femoral venous graft. An avx thrombectomy set was selected for use. Seventeen seconds into aspiration, the angiojet console stopped and a 'check saline' message appeared. The message persisted after troubleshooting attempts, therefore the catheter was removed and replaced and the procedure was completed without incident to the patient.

Manufacturer narrative:
Device evaluated by manufacturer: the pump, shaft, and tip were microscopically examined and no damage or irregularities identified. Functional testing was performed by placing the device in the console. Functional testing showed a leak at the male connector with female luer. Fluid leaking from the connector is in indication that the outlet adapter seal failed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause of the reported difficulty is a design constraint of the product. (B)(4).

Event description:
It was reported an error code occurred during aspiration. A thrombectomy procedure was being performed in a femoral venous graft. An avx® thrombectomy set was selected for use. Seventeen seconds into aspiration, the angiojet console stopped and a 'check saline' message appeared. The message persisted after troubleshooting attempts, therefore the catheter was removed and replaced and the procedure was completed without incident to the patient.